Event description:
It was reported that during a routine follow-up visit, the touchscreen of this programmer froze while performing a threshold test. It was necessary to power the programmer off and on to activate the screen. The rest of the follow-up was completed without incident. No adverse patient effects were reported.

Manufacturer narrative:
Updated: this programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A visual analysis was completed on the programmer and no damage was observed that would be grounds for return. The programmer was powered on and it was confirmed that the touchscreen was intermittently unresponsive due to not detecting touch inputs. No error or fault codes were recorded in the programmer's logfile. The programmer was disassembled to isolate the components in the touchscreen, and after swapping the touchscreen with a known good unit, the issue resolved. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that during a routine follow-up visit, the touchscreen of this programmer froze while performing a threshold test. It was necessary to power the programmer off and on to activate the screen. The rest of the follow-up was completed without incident. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, visual inspection of the programmer identified no anomalies. Next, the programmer was put through, and passed, an automated test system that electrically tests the standard functions of the programmer. Files were extracted and analyzed, where no instances of error codes were observed. Evaluation of touchscreen functionality, however, confirmed a freeze of the screen after three minutes.

Event description:
It was reported that during a routine follow-up visit, the touchscreen of this programmer froze while performing a threshold test. It was necessary to power the programmer off and on to activate the screen. The rest of the follow-up was completed without incident. No adverse patient effects were reported.